Manufacturer narrative:
Receiving visual analysis:7/13/2016 - received on 7/1/2016 one used ch3500, 5" smallbore trifuse ext set w/microclave, spiros w/ red cap, 3 clamps and priming cap, lot# unknown. The spiros was confirmed to be disconnected from the male luer of the trifuse. Engineering testing and analysis: a single used ch3500 trifuse set was returned for investigation. The spinning spiros was disconnected from the male luer of the trifuse adapter. Microscopic examination revealed that the there was insufficient solvent resulting in an insufficient bond. Investigation analysis and corrective action: the complaint of disconnect between the female luer of the spinning spiros and the male luer of the trifuse adapter in the ch3500 trifuse set was confirmed. The disconnection was the result of an insufficient bond. ICU medical has implemented 100% leak testing as of july 13, 2015.

Event description:
Complaint received regarding one ch3500, 5" smallbore trifuse ext set w/microclave, spiros w/ red cap, 3 clamps and priming cap, lot# unknown. Report states, "the bonded spiros falling off of the trifuse as the rn was about to hook up her patient for a chemotherapy infusion. The lines were newly made and had not been previously used." There was a possibility of unprotected chemo exposure reported.

Manufacturer narrative:
Lot review: a two (2) year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results. Investigation is still in process.

Event description:
Complaint received regarding one ch3500, 5" smallbore trifuse ext set w/microclave, spiros w/ red cap, 3 clamps and priming cap, lot# unknown. Report states, "the bonded spiros falling off of the trifuse as the rn was about to hook up her patient for a chemotherapy infusion. The lines were newly made and had not been previously used." There was a possibility of unprotected chemo exposure reported.